Event description:
Lot no: unknown exp. Date: unknown complaint: false positive initial report date: march 9, 2022 lot #: unknown. # of false positive result: about 5 cases. This case is 2nd case of 5 cases. It is related to (B)(6). Time of false positive result occurrence: around (B)(6) 2021. All of the test results were confirmed by pcr testing afterwards on the same day. All of the tests were conducted with direct sampling from the patient.